Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported battery test fail alarm. The customer's blood glucose was unknown. Customer reported that blood glucose is normal, didn¿t require medical treatment. The customer complained that the pump occurred battery test fail alarm. They change battery and battery cap. It¿s no use. The pump has been out of warranty. The insulin pump will not be returned for analysis.